Manufacturer narrative:
Date of event is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-00526, 1627487-2022-00524, 1627487-2022-00523. It was reported that the patient was experiencing pain at the lead site and scar. Reportedly, the scar tissue was causing some tethering of the leads. As a result, surgical intervention occurred on (B)(6) 2022 wherein a revision of the scar tissue was performed to address the issue.